Event description:
A wilson-cook disposable biopsy forceps was used during a colonoscopy. Upon completion of the procedure, the cups were closed and the device was stored in coiled position under the assistant's arm. Sometime during storage, the cups were reported to have opened. When the physician reached across the assistant, the physician's palm received an unintentional spike penetration. The physician was treated in the emergency dept due to this occurrence. The physician's condition was reported as fine.